Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: there were multiple loss of prime warnings observed in the pump's black box with zero force. The pump was exercised for 24 hours with no loss of prime warnings duplicated. A force calibration test failed. The force sensor was removed and the resistance value was found to be out of specifications. Moisture was observed on the force sensor plate/pins. The battery compartment was found to be cracked. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.